Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the air/water and suction cylinders were discolored, the bending section cover adhesive had dust, the universal cord was wrinkled, the video cable was buckled, the video connector was scratched, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the suction valve of the colonovideoscope was blocked. The issue was unable to be repaired on site during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the suction cylinder and instrument tube were clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the customer has no idea about when the foreign material adhered to the device. The foreign material was found during reprocessing, and due to the defect, the customer was not able to properly reprocess the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.